Manufacturer narrative:
(B)(4). Investigation is in progress.

Event description:
Description according to complainant: on (B)(4) 2014, an endoleak of unknown type was noted on the 2-year CT scan. The aneurysm diameter was 65 mm. On (B)(4) 2014, a secondary intervention was performed to treat aneurysm growth and loss of the proximal seal. A cook graft measuring 38 x 150 mm was placed, which covered both proximal and distal seal zones. The secondary intervention performed was deemed successful. No adverse events have been reported.